Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the most likely contribution was due to the wires being pulled away from the nerve. As for intervention, patient continued with the same settings because they were still getting good results. No further complications were reported/anticipated at this time.

Manufacturer narrative:
H10: b1 correction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID a521 lot# serial# unknown implanted: explanted: product type software information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021. Mpxr 820301 (con): information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient was having trouble with their programmer. They were still maxing their setting out. This happened on the left side, where it maxed out at 2.7 volts, then 2.1 volts. They tried switching sides to see if this would help. The right side maxed out at 1.7 volts. The patient put it back on the left side where they began and were advised to contact their physician. There were no patient symptoms or further complications reported at this time. (B)(6) 2021 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that the most likely contribution was due to the wires being pulled away from the nerve. As for intervention, patient continued with the same settings because they were still getting good results. No further complications were reported/anticipated at this time.